Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer was reported via phone call that, the top of the reservoir compartment was cracked. The blood glucose was unknown at the time of the incident. Customer reported that the plastic part on the top of the reservoir cracked and broke off, the plastic ring came off as well. The pump is broken at the top. Customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.